Event description:
End user stated that the camber tube o his ct7a wheelchair slides off the axle on both sides. States he was in the chair when the camber tube came off, the wheel came off, and he sustained a severe road rash. The problem with the camber has caused abnormal wear on all four wheels and is causing them to wobble. No alleged medical intervention.